Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. Forty minutes after eating a cheeseburger, the patient stated that the cgm was reading 58 mg/dl. The patient called their mother and stated that she was sweating and not feeling well. When the patient¿s mother arrived at the restaurant, the cgm reading had dropped to 52 mg/dl. The patient¿s mother took the patient to the hospital and when they arrived, the hospital bg meter was reading 88 mg/dl. The patient was treated with an intravenous (IV) therapy of glucose and when they left the hospital, the hospital bg meter was reading 73 mg/dl. At the time of contact, the patient indicated that they had a headache. No additional patient or event information is available.